Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced leaking. Artificial urinary sphincter (aus) cuff was downsized from 4 cm to 3.5 cm. No adverse patient effects. Additional information was received. Patient experienced incontinence due to urethral atrophy.